Event description:
The patient contacted animas on (B)(6) 2013 reporting that they received one loss of prime warning followed by a low battery alarm. The patient changed the battery and was still connected when they performed the load cartridge step and the pump did not detect the cartridge. The patient was connected during a load step malfunction and received an entire cartridge of insulin. The patient had a blood glucose (bg) of 53mg/dl and a family member took the patient to the hospital. The patient was admitted over night until bg levels became stable. The patient¿s bg was 115mg/dl. This report is being made due to the hypoglycemic event the patient experienced due to an alleged load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis o/n 01/31/2014 with the following findings: ¿no cartridge detected¿ warnings observed in the black box. Daily insulin delivery totals correctly reflect user's programmed basal rates. Prior to rewind step pump displays ¿disconnect infusion set from your body¿. Pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed the sensor is not detecting correct force. The display screen is dim with a red hue. The cartridge compartment is chipped. The resistance on the force sensor measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.